Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted due to angle closure. The surgeon is planning on implanting a shorter lens at a later date. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Expiration date - unk. Explant date: unk. (B)(4). Lens not returned.

Manufacturer narrative:
Based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. The medical review dated (B)(6) 2015, concluded the cause of the event is very likely device related. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and one other complaint was found within the work order. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2014 due to excessive vaulting. The patient experienced pupillary block, elevated intraocular pressure and narrowing of the angle. An additional peripheral iridotomy was lasered. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.7 mm) was explanted 3 months postoperatively to address angle closure. The implantation of a shorter length icl (13.2 mm) was planned on a different surgery date. Despite multiple attempts no additional information was received from the implanting surgeon. It is well known that either patient related factors (shallow acd, narrow angle) or procedure related factors (pre-op miscalculation, nonfunctioning pis) can cause/contribute to the angle closure. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, causing the rise in iop. An oversized icl increases the risk of pupillary block in eyes with nonfunctioning pis. Based on the limited information provided, it is very difficult to determine if the reported event was caused by a device. The reassessment will be performed when(if) the additional information is received from the surgeon. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - this patient was diagnosed with acute angle closure os resulting from an over-sized lens. The surgeon determined sizing using the FDA approved labeling. The complaint of angle closure resolved with lens exchange, therefore the angle closure is very likely related to the presence of the outsize lens in the eye. (B)(4).